Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 45 mg/dl and juice was consumed to address bg. Customer had set a high basal rate and was cause of low bg. Reportedly, customer discussed adjusting the pump basal setting with a healthcare provider.